Event description:
Additional information received indicated that x-ray imaging was performed and revealed no anomalies.

Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Lead provocation testing was performed and the noise and oversensing was able to be reproduced. The physician suspected lead insulation damage to be the cause of the event; however, this was not confirmed via diagnostic imaging. No additional intervention was performed to resolve the event. The patient was in stable condition and will continue to be monitored.